Event description:
Select ivcf found to be multiply fractured, with one leg along right psoas and portions of two other legs broken off and embedded in the adjacent vertebral today and retained locally posterior to the ivc respectively. Remainder of filter removed with forceps. FDA safety report ID# (B)(4).